Event description:
Clinic notes were received by the manufacturer, which mention that the patient had traumatic cerebral hemorrhage. The patient has had right hemiparesis. Attempts are being made for additional information; however, no other information has been received.